Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switching (ams) due to oversensing of noise on the atrial lead was received. The lead was being monitored. There were no patient consequences.